Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out for the device. Once we received the device and the evaluation has been completed, a supplemental report will be submitted. For the other device: reference MDR # 2029214-2018-00444. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during and embolization treatment of an unruptured saccular aneurysm measuring in 8mm x 5mm located in the left internal carotid artery (ica) with severe tortuosity, two medtronic flow diverters could not be opened in the distal segments (the middle and proximal segments were open). The flow diverters were not positioned on a bend during the time of the event. The patient was on dual antiplatelet therapy (dapt). Both flow diverters were deployed approximately less than 50% when the failure occurred, and they were resheathed 1-2 times each. The physician attempted to open the distal segments by maneuvering the medtronic microcatheter and flow diverters until the flow diverters experienced resistance in the distal segment of the microcatheters and became trapped in the distal segment of the microcatheters. Both the flow diverters were resheathed and removed with the microcatheters from the patient. No patient injury was reported as a result of the procedures. The distal and proximal landing zones were 4.8mm x 4.8mm and the access vessel was the left ica with diameter of 4.8mm.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex with shield device stuck at the distal end of the medtronic catheter. The pipeline flex with shield could not be pushed forwarded or removed. For further examination, the catheter was cut to remove the pipeline flex with shield. A minimal amount of blood was observed inside the catheter lumen. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex with shield braid fully opened and moderately frayed. Kinks and bends were found on the pushwire at multiple locations from the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. Based on the device analysis and reported information we were unable to determine the cause for ¿failure to open at the distal end¿ during the procedure. The distal and proximal ends of the returned pipeline flex shield braid appeared to be fully opened and moderately frayed. The damage on both ends of the pipeline flex shield braid is likely the result of the customer re-sheathing the device more than recommended two times. It is possible that the ¿severe vessel tortuosity¿ and "damaged braid" may have contributed to the failure to open and resistance during delivery. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.